Event description:
It was reported that the patient is deceased and died two days after device system implant. It was further reported that the patient presented to the emergency room in cardiac arrest. Life support was withdrawn and the patient died. Additional circumstances and the cause of death have been requested and not received.

Manufacturer narrative:
Device interrogation completed post mortem indicated the device detected and treated four episodes of ventricular fibrillation and were terminated. Biventricular pacing is seen post shock. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead failure predictor high rate-non-sustained less than or equal to 215 milliseconds (ms) average ventricular-cycle on (B)(4) 2012. Ventricular non-sustained tachycardia less than or equal to 196 ms occurred on (B)(4) 2012. Ventricular short interval count (v-sic) equal 60 counts, in 0.10 day, on (B)(4) 2012. Patient alert for lead failure predictor occurred on (B)(4) 2012.

Manufacturer narrative:
Device interrogation completed post mortem indicated the device detected and treated four episodes of ventricular fibrillation and were terminated. Biventricular pacing is seen post shock. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.